Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damage missing parts at the reservoir compartment and missing o-ring. Customer's blood glucose value was 26 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.